Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the procedure got delayed. The philips remote engineer (rse) checked the system remotely and confirmed that system has short reboot breaks on the viewing monitors. The root cause for this issue is a problem within the fingerprint data generation within the geo host process. As a result, the geo host service sometimes throws an exception and terminates, resulting also in a fatal call within patient and beam towards geo host. Tss was contacted and further approach was discussed. The fse inspected the system onsite and reinstalled suite pc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2023-02670. This complaint will be closed as duplicate.

Event description:
It has been reported to philips that during an emergency procedure the device restarted itself. It was reported that the patient required reanimation twice during the procedure. No actual harm was reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.